Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving hydromorphone (10 mg/ml at 1.597 mg/day) via an implantable pump. The pump's indications for use were noted as non-malignant pain and failed back surgery syndrome. It was noted on the provided pump logs that a motor stall occurred on (B)(6) 2015 at 13:12 and a stopped pump may exceed tube set message occurred on (B)(6) 2015 at 13:12. No symptoms were reported. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.